Event description:
Per the clinic, the patient developed an intractable surgical site infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report. The patient remains hospitalized (specific date and duration not reported) for ongoing management.